Event description:
It was reported that the patient had a solyx sis system implanted during a procedure and has since experienced complications, including erosion, extrusion, recurrent urinary tract infections with vaginal discharge, suprapubic pain, vaginal pain, abdominal pain, bilateral levator ani pain, adhesions, scarring, worsening urinary problems, urinary urgency, and loss of enjoyment of life. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device. Additional information received: on (B)(6) 2019, the patient was diagnosed with cystocele and vault prolapse. She underwent sacrospinous ligament fixation with mesh and cystocele repair with mesh. During the same procedure, cystoscopy was also performed. A midline vaginal incision was made, and the vesicovaginal space was sharply dissected, freeing the bladder from the ischiopubic ramus down to the ischial spines. Attention was then directed to the pararectal spaces, which were sharply dissected to expose the sacrospinous ligament. A capio suturing device was deployed in standard fashion to the sacrospinous ligament, and anterior coloplast mesh was utilized. Two interrupted 0 prolene sutures were placed in the anterior cervix and attached to the anterior culdoplasty mesh using a pulley stitch technique, successfully elevating the apex and completing sacrospinous ligament fixation with mesh. Due to prior failed primary repair and weak, torn tissue, cystocele repair with mesh was performed. The vesicovaginal muscularis was reapproximated. Polypropylene mesh was anchored laterally to the obturator internus fascia and at the bladder neck. Surgiflo was applied, and the incision was closed with a running 0 vicryl suture. Cystoscopy confirmed bilateral ureteral patency. The foley catheter was temporarily removed and then replaced. A clindamycin-soaked gauze pack was placed in the vagina. The patient was awakened and transferred to the recovery room in stable condition. On (B)(6) 2024, the patient underwent lysis of adhesions, removal of mesh, and rectopexy. Upon entering the abdominal cavity, filmy adhesions were identified and successfully lysed. The small bowel was freed from the pelvis and tacked cephalad. The mesh was visualized extending from the vaginal cuff to the sacral promontory. It was detached from the sacrum and removed from the vaginal cuff. Due to persistent significant pelvic prolapse, a decision was made to proceed with rectopexy. The rectum was mobilized posteriorly and suspended to the sacral promontory using 2-0 ethibond sutures placed through the lateral stalks. Hemostasis was confirmed and the patient was in stable condition.

Manufacturer narrative:
Block h11: blocks a2, b2, b5, and h6 have been updated based on the additional information received on july 10, 2025. Block a2: the provided patient age of 60 years is as of the time of device implantation. Block b3 date of event: the exact event onset date is unknown. The provided event date of march 8, 2017, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the complainant was unable to report the upn and lot number of the device; therefore, the manufacture date and expiration date are unknown. Moreover, based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product's upn and batch/lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). The revising physicians are: (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e2006 - captures the reportable event of mesh erosion and extrusion. E1310 - captures the reportable event of recurrent urinary tract infection. E1401 - captures the reportable event of vaginal discharge. E2330 - captures the reportable event of suprapubic, vaginal, and bilateral levator ani pain. E2101 - captures the reportable event of adhesions. E1002 - captures the reportable event of abdominal pain. E1715 - captures the reportable event of scarring. E1405 - captures the reportable event of dyspareunia. E1715 - captures the reportable event of scarring. E1311 - captures the reportable event of further or worsening urinary problems. E0206 - captures the reportable event of loss of enjoyment. The imdrf impact code capture the reportable event of: f12 - captures the reportable event of patient had filed a legal claim for the personal injuries related to the device. F1905 - mesh revision.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2017, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the complainant was unable to report the upn and lot number of the device; therefore, the manufacture date and expiration date are unknown. Moreover, based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product's upn and batch/lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e2006 - captures the reportable event of mesh erosion and extrusion. E1310 - captures the reportable event of recurrent urinary tract infection. E1401 - captures the reportable event of vaginal discharge. E2330 - captures the reportable event of suprapubic, vaginal, and bilateral levator ani pain. E2101 - captures the reportable event of adhesions. E1002 - captures the reportable event of abdominal pain. E1715 - captures the reportable event of scarring. E1405 - captures the reportable event of dyspareunia. E1715 - captures the reportable event of scarring. E1311 - captures the reportable event of further or worsening urinary problems. E0206 - captures the reportable event of loss of enjoyment. The imdrf impact code capture the reportable event of: f12 - captures the reportable event of patient had filed a legal claim for the personal injuries related to the device.

Event description:
It was reported that the patient had a solyx sis system implanted during a procedure and has since experienced complications, including erosion, extrusion, recurrent urinary tract infections with vaginal discharge, suprapubic pain, vaginal pain, abdominal pain, bilateral levator ani pain, adhesions, scarring, worsening urinary problems, urinary urgency, and loss of enjoyment of life. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device.

Manufacturer narrative:
Block h11: blocks b5, d4, h4 have been updated based on the additional information received on september 12, 2025. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2017, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: dr.(B)(6). (B)(6) hospital, (B)(6) united states. The revising physicians are: dr. (B)(6). (B)(6) hospital, (B)(6) united states. Dr. (B)(6). (B)(6) hospital,. (B)(6) united states. (B)(6). Dr. (B)(6). (B)(6), united states. (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e2006 - captures the reportable event of mesh erosion and extrusion. E1310 - captures the reportable event of recurrent urinary tract infection. E1401 - captures the reportable event of vaginal discharge. E2330 - captures the reportable event of suprapubic, vaginal, and bilateral levator ani pain. E2101 - captures the reportable event of adhesions. E1002 - captures the reportable event of abdominal pain. E1715 - captures the reportable event of scarring. E1405 - captures the reportable event of dyspareunia. E1715 - captures the reportable event of scarring. E1311 - captures the reportable event of further or worsening urinary problems. E0206 - captures the reportable event of loss of enjoyment. The imdrf impact code capture the reportable event of: f12 - captures the reportable event of patient had filed a legal claim for the personal injuries related to the device. F1905 - mesh revision.

Event description:
It was reported that the patient had a solyx sis system implanted during a procedure and has since experienced complications, including erosion, extrusion, recurrent urinary tract infections with vaginal discharge, suprapubic pain, vaginal pain, abdominal pain, bilateral levator ani pain, adhesions, scarring, worsening urinary problems, urinary urgency, and loss of enjoyment of life. Additionally, the patient claims that she has suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device. Additional information received: on (B)(6) 2019, the patient was diagnosed with cystocele and vault prolapse. She underwent sacrospinous ligament fixation with mesh and cystocele repair with mesh. During the same procedure, cystoscopy was also performed. A midline vaginal incision was made, and the vesicovaginal space was sharply dissected, freeing the bladder from the ischiopubic ramus down to the ischial spines. Attention was then directed to the pararectal spaces, which were sharply dissected to expose the sacrospinous ligament. A capio suturing device was deployed in standard fashion to the sacrospinous ligament, and anterior coloplast mesh was utilized. Two interrupted 0 prolene sutures were placed in the anterior cervix and attached to the anterior culdoplasty mesh using a pulley stitch technique, successfully elevating the apex and completing sacrospinous ligament fixation with mesh. Due to prior failed primary repair and weak, torn tissue, cystocele repair with mesh was performed. The vesicovaginal muscularis was reapproximated. Polypropylene mesh was anchored laterally to the obturator internus fascia and at the bladder neck. Surgiflo was applied, and the incision was closed with a running 0 vicryl suture. Cystoscopy confirmed bilateral ureteral patency. The foley catheter was temporarily removed and then replaced. A clindamycin-soaked gauze pack was placed in the vagina. The patient was awakened and transferred to the recovery room in stable condition. On (B)(6) 2024, the patient underwent lysis of adhesions, removal of mesh, and rectopexy. Upon entering the abdominal cavity, filmy adhesions were identified and successfully lysed. The small bowel was freed from the pelvis and tacked cephalad. The mesh was visualized extending from the vaginal cuff to the sacral promontory. It was detached from the sacrum and removed from the vaginal cuff. Due to persistent significant pelvic prolapse, a decision was made to proceed with rectopexy. The rectum was mobilized posteriorly and suspended to the sacral promontory using 2-0 ethibond sutures placed through the lateral stalks. Hemostasis was confirmed and the patient was in stable condition. Additional information received: on (B)(6) 2024, the patient underwent evaluation and excision of exposed vaginal mesh and sutures. She presented with vaginal discharge, pain, and recurrent urinary tract infections secondary to mesh exposure. During the procedure, multiple prolene suture exposures were identified: a 0.5 cm knot on the right vaginal sidewall, a 0.5 cm tail at the midline, and a 2 cm tail on the left vaginal sidewall. Mesh exposure composed of white strands (<0.5 cm) extended approximately 2 cm at the midline, located 4 cm superior to the cervical os. The mesh was well incorporated into the vaginal mucosa, indicating that complete excision could be challenging in the future. Cystoscopy revealed a normal bladder with no evidence of foreign bodies, mesh, masses, or stones, and bilateral ureteral efflux was observed. A preoperative stage 2 prolapse was noted, with no recurrence following suture removal. The exposed implants were excised using elliptical incisions, and the vaginal mucosa was undermined and mobilized to create flaps (1-2 cm for suture sites, 3-4 cm for the mesh site). The mucosal edges were refreshed and closed in a tension-free manner with interrupted 3-0 vicryl sutures. Hemostasis was confirmed. The patient tolerated the procedure well and was transferred to recovery in stable condition. She was discharged home the same day following successful voiding.